Manufacturer narrative:
This report is submitted on august 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, a blister had developed at the implant site, exposing the magnet. There are plans to explant the device and reimplant the patient with a new device however this has not occurred as of the date of this report.